Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead displayed oversensing and issues with impedance measurements. The patient was seen for a surgical revision procedure where it was discovered that there was fluid in the header. The set screw was loosened. The lead was re-inserted into the header and the set screw was re-tightened with resolution of the clinical observations. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.